Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly and introducer sheath were kinked throughout their lengths due to return packaging conditions. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Conclusion: evaluation of the returned device revealed the pusher assembly and introducer sheath were kinked throughout their lengths due to return packaging conditions. Due to the returned condition of the pusher assembly and introducer sheath, the root cause of the initial resistance experienced by the physician could not be determined. Further evaluation revealed the embolization coil was detached from the pusher assembly and the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the podj against resistance, and will allow the embolization coil to detach from the pusher assembly. The lantern delivery microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the physician felt a strong resistance while advancing the podj through the lantern delivery microcatheter (lantern), and attempted to retract the podj; however, the podj unintentionally detached within the lantern. The physician removed the lantern, flushed the podj out, and then completed the procedure using ruby coils and the same lantern. There was no report of an adverse effect to the patient.